Event description:
The customer contacted (B)(4) regarding a product complaint associated with the ez breath atomizer on (B)(6) 2013. The customer reported that he used the ez breath atomizer after receiving the new replacement package and realized that he swallowed an unidentified object after using the device. After inspecting the device, the customer reported that all components appeared to be intact. The pt refused to seek a medical assessment to determine if he did ingest any components of the atomizer. The pt is a male of an identified age with a past medical history that is significant for asthma.

Manufacturer narrative:
The subject device was received, analyzed and found that the device is intact with loosing any component. Also the functionality test report indicated that the device worked normally.